Manufacturer narrative:
A supplemental report is being submitted for correction and investigation completion. Correction d.7: the explant date was corrected from (B)(6) 2020. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Review of the controller log files since log files were not available for analysis. Information received from the site indicated that the patient was admitted for suspected driveline infection and bacteremia. A chest computerized tomography (CT) showed no obvious collections. Positron emission tomography (pet) scans showed indication of inflammatory or infective process on the ventricular assist device (vad) and outflow graft and an increased uptake in pulmonary nodes. It was also reported that c-reactive protein (crp) levels were elevated. Blood cultures were taken, and preliminary cultures tested positive for bacteria. The patient was started on high dose intravenous (IV) antibiotics. The source of the infection was unknown. Additional information received from the site indicated that the patient underwent a heart transplant and upon visual inspection of the vad, thrombus was observed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection and device thrombus are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of infection. Based on review of past adverse events for this patient, it was noted that the patient had a history of a thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: lot#: 1001889901 h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 22, 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ outflow graft model #: 1125/ catalog #: 1125/ expiration date: 31-may-2019/ lot#: 1001889901. UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-may-2014. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaint of night sweats, shortness of breath, and feeling unwell. The patient was admitted for suspected driveline infection and bacteremia. Chest computerized tomography (CT) and positron emission tomography (pet) scan were performed to determine the source and extent of the infection. Pet scan showed ventricular assist device (vad) and outflow graft (ofg) indicative of inflammatory or infective process. Pet scan demonstrated increased uptake in pulmonary nodes and CT scan showed no obvious collections. It was also reported that c-reactive protein (crp) levels were elevated. Blood cultures were taken, and preliminary cultures tested positive for bacteria. The patient was started on high dose intravenous (IV) antibiotics. The source of the infection was unknown. It was further reported that the patient underwent a heart transplant approximately two weeks later. The vad and ofg were explanted and upon visual inspection of the vad thrombus was confirmed. No further patient complications have been reported as a result of this event.